Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of nausea and transient ischemic attack are listed in the xact instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a xact stent was successfully implanted in the right internal carotid artery. Intervention was planned for the left carotid artery the following month for treatment of 70% stenosis. The patient was discharged and on the way home experienced aphasia and nausea. The patient was readmitted to the hospital and was treated with heparin. The symptoms, diagnosed as transient ischemic attack, resolved within 24 hours. Though requested, no additional information was provided.